Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -05.50/+1.0/007 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to lens rotation not associated to a low vault and the patient complained of blurred vision. The lens was repositioned . The lens was exchanged for another same model/length lens (different axis) and the problem was resolved. The cause of the event was unknown.